Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed the catheter was returned in three segments: one containing the two-piece connector assembly and a section of the catheter from the 21cm to the 47 cm depth marks, a second segment from the 20 cm depth mark to the distal valve and a third segment from the 48 cm to the 59 cm depth marks. An attempt was made to flush all of the catheters segments, and a leak was observed on the most proximal catheter segment just distal to the 53cm depth mark. A microscopic observation revealed the split had irregular edges and fracture surface. The catheter was dissected for inspection of the inner wall and additional impressions and superficial damage were observed. The observed damage can occur due to excessive manipulation of the stiffening stylet within the catheter, poor hydration of the stylet, and/or advancement of the stylet and/or catheter against resistance. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient was admitted to the (B)(6) on (B)(6) 2025, for treatment due to ¿confirmed squamous cell carcinoma of the right lung for 3 days.¿ on the (B)(6) 2025, the patient underwent PICC placement in the outpatient clinic. The PICC nurse used a peripherally inserted central catheter for placement. Under ultrasound guidance, the placement was completed successfully. During flushing, the nurse observed fluid leakage from two sites on the catheter near the skin puncture points. Due to the proximity to the puncture sites, the catheter could not be reused. The nurse cut the catheter, advanced the guidewire into it, then removed the damaged catheter. A new catheter of the same specification was subsequently placed without recurrence of the issue. The patient's condition was observed and found to be generally stable. Prior to each product use, nurses flush the catheter to check for leaks. No leaks were detected during pre-use testing of this catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.